Manufacturer narrative:
Device was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the needle but remains attached to the suture. T2 remains on the insertion needle in its customary pre-deployment position. T2 was advanced to the deployment position on the needle and tested for deployment using a rubber meniscus model, the t deployed as intended. The condition of the device indicates t1 was dislodged from the needle during use. The device was not returned in the condition of the reported complaint. This investigation could not identify any evidence of product contribution to the reported complaint. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a meniscus repair under knee arthroscopy, after t2 had been implanted the knot became loose. T2 was removed from the patient, same model backup device was used to complete the surgery. Procedure was delayed for approximately 10 minutes and no patient injuries were reported.